Event description:
New information received states that the patient was doing fine before, during and after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted. No further information is available at this time.